Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred with multiple cartridges. Reportedly, the cartridges were filled with 450 units. The customer's blood glucose level was 235 mg/dl. Reportedly, the customer loaded a new cartridge to address the event.